Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low blood glucose level. Blood glucose level of customer was 46 mg/dl. Customer was fine and ate food. It was unknown whether the customer was using auto mode feature at the time of reported event. Insulin pump will not be returned for analysis.